Event description:
Caller reportedly obtained results of 177 mg/dl and 91 mg/dl on the active system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.